Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed that loss of prime warnings had occurred related to low, non-zero force readings. The pump performed the rewind, load, and prime and was exercised for 24 hours without loss of prime warnings occurring. A force sensor calibration test was performed and the pump was found to be reading force outside of specifications. The pump was opened and no further force sensor defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings occurring on the pump even after the pump¿s cartridge was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.